Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with one charite at l4/5. Information states that patient continues to have pain post implant. Patient was part of the ide study.

Manufacturer narrative:
Patient was part of the ide study. Six month follow up reported, no adverse outcome. No conclusions can be made at this time. No connection can be made between the repeated event and any shortcoming of the device at this time.